Event description:
Caller reported a malfunction on the pump with a malfunction code malf 12, which had occurred at least three times previously. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.